Event description:
Customer stated the device read 43mg/dl before control solutions were dosed onto the glucose strips. Controls were in use, it is unknown if they were in range. A request was made for the return of the suspect device and replacement product was sent.